Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a blank display and was vibrating without an alarm or alert. The customer stated that the device had recently been submerged in water. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis due to the customer being out of the country at the time.